Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was discovered to have a lead fracture resulting in high shock impedance. Lead to be revised soon by physician. Device is currently implanted.

Manufacturer narrative:
(B)(6) 2019 - this lead was capped and replaced on (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.